Event description:
This spontaneous report was received from a dental hygienist via phone on (B)(6) 2013. The hygienist performed a routine teeth cleaning of a patient the morning of (B)(6) 2013. She also had a pre-cancer screening performed with the vizlite plus, but she only required the initial oral acetic acid rinse. Since the preliminary screen with the acetic acid rinse was negative, they did not need to use the vizlite plus oral dye. Overall, the patient's dental exam was unremarkable. On (B)(6) 2013 the dental hygienist was contacted by a family member of the patient who reported that the patient needed to be hospitalized after developing lip swelling and interior cheek burning. From the report it was unclear when the patient's symptoms began, if the patient had been admitted to the hospital or what treatments were instituted. The patient's family member was provided ingredient information from the vizlite plus labeling to provide to the patient's treating physician. The caller also noted that the patient did decide on (B)(6) 2013 that she was going to use a teeth whitening product, but the caller was unsure if this product was ever used prior to the onset of her complications. On (B)(6) 2013 a zila sales representative's reported that the patient was hospitalized at the time of the event and remains hospitalized. The sales representative also reported the patient was being treated with benadryl and steroids. A message was left with the dental hygienist on (B)(6) 2013 requesting follow-up.

Manufacturer narrative:
This device was not returned to the manufacturer therefor a formal evaluation was not conducted. However, no other similar adverse events for visilite plus have been reported to this manufacturer. It is suspected that the patient experienced an allergic reaction to some ingredient component of the vizilite plus (hence the dental hygienist provided the caller with the ingredient information from the product labeling) as patient was being treated with an anti-inflammatory (steroids) and an anti-histamine (benadryl).